Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not confirmed the helium gas leak. He indicated that he found the customer¿s helium tank to be empty, so he used his own tank to troubleshoot the unit. He began troubleshooting with the cart and the console first. He found no leak in the cart over a 1 hour period. He stated that he had 1 psi drop in pressure in the console in 30 minutes. The allowable limit according to the service manual is 3 psi in 30 minutes. With the console connected to the cart he said he had a 57 psig loss of helium. He applied vacuum grease to the o-ring and connection point between the console and cart and retested. The fse then had a 23 psig loss of helium. The allowable limit according to the service manual is 65 psig in 5 minutes. He compared this to the other unit that customer is currently using, and it actually had a bigger loss of helium in 5 minutes at 43 psig. Both units are within the manufacturer allowable specifications. He suggests that when the cardiosave is not in use to close the helium tank so that no helium is lost at all. Since this is not a closed system, we do not suggest that there should not be any loss of helium. Our service manual lays out the allowable and expected helium loss specifications. He then performed a complete system checkout, and the unit passed all testing and was cleared for clinical use.

Event description:
There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.